Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cables and wires is excessive force placed on the cable. There was no death or adverse event associated with the electrode belt malfunction.

Event description:
A us distributor reported that a patient's electrode belt was damaged.¿